Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).